Manufacturer narrative:
(B)(4). It was reported the patient was born on an unspecified date in 1978. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event; however it was reported the patient had a hospital visit the same day as date of diagnosis. Treatment for the event of peritonitis was not reported. At the time of this report, the outcome of this peritonitis event was not reported. The action taken with physioneal therapies was not reported. No additional information is available.